Event description:
It was reported that at 11am a tracheotomy tube was used on a patient to ensure ventilation and aspiration. The coughing stopped and the blood oxygen saturation dropped after the air bag was found to be leaking, and was thus replaced. At 11:42am the patient's coughing was relieved and the blood oxygen saturation rose again.